Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this 34 mm transcatheter bioprosthetic valve, the valve was under expanded due heavy calcification resulting in moderate to severe paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed and the valve dislodged into the sinus of valsalva (sov). Subsequently another transcatheter bioprosthetic valve was deployed with resultant trace pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.